Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cart was producing a burning smell; the power inlet module was blistered due to a blown fuse. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit had a burning smell. There was a fuse blown on power inlet module. The event timing was not during surgery. There was no patient involvement. During device evaluation, it was discovered that the power inlet module was blistered due to a blown fuse. Due diligence is complete. No additional information is available.